Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿ xc, juvéderm voluma® xc, juvéderm volbella® xc, and juvéderm® ultra plus. On unspecified time later, patient experienced ¿a hard, hot nodule on lower cheek/jawline near marionette lines/pre-jowl area.¿ patient had some pain and tenderness initially, but it would come and go. Now, it is getting bigger, more painful and made it hard for them to open their mouth. Patient had pancreatitis 2 weeks after injection, deemed not device related. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint # (B)(6). This emdr is being submitted for the suspected product, is for juvéderm voluma® xc.